Event description:
Caller indicated relion confirm was giving variable results. Customer got a reading of 54 at 2:22 he took a glucose tablet and retested at 2:26 got reading of 248. This made him believe that his first reading was not accurate because the tablet should only raise his bg 10 points. He immediately retested with his other relion confirm meter 2 times back to back and got 135 both times. Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.